Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the esc button on the insulin pump is not responding. Customer is unsure of the event leading to the keypad issue; customer stated that the device might have fallen. Customer also stated that the belt clip is broken. Blood glucose value is 92 mg/dl. Nothing further reported.